Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was hospitalized for 6 days due to high blood glucose (bg) levels of 57 mmol/l (1026 mg/dl) and a heart attack. The patient also had a virus at the time of the incident. The patient stated not being able to eat since the previous day, having dry throat and taken to the hospital where they tested her bg levels through an artery. They removed the pod and discarded. The patient then was placed on an intravenous (IV) therapy of insulin, antibiotics and was given pills for the heart condition and cholesterol, which she will need to take them for life (atorvastatin 1 pill per day and pro aas ec for circulation of the blood). The pod was worn between 4 and 24 hours on the abdomen. The patient's blood glucose history is as follows: time, bg (mmol/l), (mg/dl). (B)(6) 2019 unknown, 10 to 15, 180 to 270. 10:30am, 22.5, 405.